Event description:
The handheld and software were received for analysis on 08/12/2015. Product analysis for the handheld was completed and approved on 09/08/2015: an analysis was performed on the returned handheld and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. When the handheld was received the battery was fully depleted but once a fully charged battery was used the device performed according to functional specifications. Product analysis for the software was completed and approved on 09/08/2015. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported on (B)(6) 2015 that a physician's programming system hand held would remain on the alignment screen and continue cycling every time he tried to set it up. He tried restarting the hand held 3 times with no change. A hard reset was performed and allowed him to get past the screen alignment successfully. On (B)(6) 2015, the physician's nurse called in to report that the hand held was again stuck on the screen alignment and requested a new programming system be sent out. The hand held has not been received to date.